Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Added f10 coding for additional failure modes of stenosis and regurgitation.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact, heavy calcification on leaflets 2 & 3, and moderate calcification on leaflet 1. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8.5mm on leaflet 3 on the inflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. As received, leaflet 1 was in the open position. Open leaflet was able to be pushed back into closed position when probed. Suture holes were visible around the sewing ring. Sewing cloth from bentall procedure remained attached all around the valve sewing ring. Wireform was exposed on commissure 1 and 3. Additional manufacturer narrative: customer report of calcification and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm valve was explanted from the aortic position after an implant duration of approximately 8 years and 3 months due to calcification. During the same surgery 8 years ago a bentall tube was implanted. Both the valve and the tube were explanted. A new valve of the same model and size and a new bentall tube were implanted in replacement. The patient was hospitalized in stable conditions. The device is available for return.